Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep stated that beginning about 3 weeks ago the patient loss efficacy and was not feeling stimulation at all (event at 10.5 volts). The rep reported that all impedances were over 10 thousand ohms when tested at 3.0 volts. The rep then stated that all values were over 40 thousand ohms when checking from different reference electrodes. It was reviewed to re-run impedances at a high amplitude or to try reprogramming although that would be unlikely to resolve the issue. The rep stated x-rays were taken which showed no apparent fractures. The rep didn¿t know what part of the system was x-rayed. It was suggested to take another x-ray showing the ins site. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the surgery has not yet been completed, and it high impedances and loss of stimulation had not yet resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that cause of the impedance and loss stimulation was not yet determined. It was reported that the patient had been scheduled for surgery to check the lead and battery. No further complications are anticipated.